Manufacturer narrative:
(B)(4) (no code available for "recollapsed vertebrae"), (no information). Event location: unknown a review of radiographic images in this article was performed in which "multiple images of vertebral augmentation show areas of bone resorption around cement, suggesting either insufficient fill, refracture or collapse of bone adjacent to cement." Products from multiple manufacturers were used in this study. Although it is unknown which devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2012 in an article published online by "osteoporos international: what is the importance of "halo" phenomenon around bone cement following vertebral augmentation for osteoporotic compression fracture", a prospective study, on unspecified dates on 175 patients treated with bkp or vp at 202 levels, that the radiolucent peri-cement "halo" phenomenon, due to osteonecrosis and/or a lump cement pattern, represents a poor prognostic factor post vaps performed for ovcfs as being frequently associated with vertebral recollapse. The study was divided into two groups, group a (with halo) consisted of 32 treated vertebra and group b (without halo) consisted of 170 treated vertebra. 67 patients (in groups a and b) in the study, on unspecified dates, experienced recollapsed vertebra. No other complications or patient information were reported. The type of bone cement used was not reported in the literature.